Event description:
The customer reported to olympus, flipped image issues on the high-definition lcd monitor. It was reported that the procedures performed were therapeutic bulkamid urethral bulking and the flipped image issue occurred multiple times causing procedural delays for less than 30 minutes. Reportedly, one time the procedure was delayed more than 30 minutes. The issue led to suboptimal outcome when image was flipped upside-down and per customer it impacted the success rate and procedure could not be performed in optimal condition, adversely affecting patient care. Due to the reported malfunction, the patient did not receive satisfactory outcome due to technical issues. Multiple events for flipped image issue reported under the following 3 patient identifers: 1) patient identifier # (B)(6); visera elite video system center, model # otv-s190, serial # (B)(6); 2) patient identifier # (B)(6); visera elite video system center, model # otv-s190, serial # (B)(6); 3) patient identifier # (B)(6); visera elite video system center, model # otv-s190, serial # (B)(6). The importer report below to identify a case that took greater than 30 minutes. 4) patient identifier # (B)(6); high definition lcd monitor, model # oev262h serial # (B)(6) (this report).

Event description:
New information received from customer changing the initially reported event from a reportable malfunction to a serious injury. This supplemental report is being submitted as a correction. The following field has been updated to reflect the new information date: corrected field : f6.